Event description:
A peritoneal dialysis (pd) patient reported to fresenius technical support that two fluid leaks were discovered on the inside of the cassette door of the liberty select cycler. The patient contacted fresenius to report the fluid leak that occurred during treatment. The cycler alarmed multiple times with an m31 air detected in cassette alarm during dwell 1 of 6 of treatment and the treatment was cancelled. Fluid was discovered in the pump module area. The second leak occurred during step 5 of setup. The patient was not connected. The patient was advised by fresenius technical support not to use the cycler for the night and to contact the peritoneal dialysis registered nurse (pdrn) for alternative treatment. Additional information was obtained from the pdrn. The patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The patient is trained on performing stat drains, as well as manual peritoneal dialysis therapy if needed, and stated the patient was able to complete peritoneal dialysis treatment using continuous ambulatory peritoneal dialysis (capd) on the day of the reported event. The cycler sets are available to be returned to the manufacturer for physical evaluation.

Manufacturer narrative:
Plant investigation: a sample was not received by the manufacturer which prevented a physical evaluation from being performed. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis (pd) patient reported to fresenius technical support that two fluid leaks were discovered on the inside of the cassette door of the liberty select cycler. The patient contacted fresenius to report the fluid leak that occurred during treatment. The cycler alarmed multiple times with an m31 air detected in cassette alarm during dwell 1 of 6 of treatment and the treatment was cancelled. Fluid was discovered in the pump module area. The second leak occurred during step 5 of setup. The patient was not connected. The patient was advised by fresenius technical support not to use the cycler for the night and to contact the peritoneal dialysis registered nurse (pdrn) for alternative treatment. Additional information was obtained from the pdrn. The patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The patient is trained on performing stat drains, as well as manual peritoneal dialysis therapy if needed, and stated the patient was able to complete peritoneal dialysis treatment using continuous ambulatory peritoneal dialysis (capd) on the day of the reported event. The cycler sets are available to be returned to the manufacturer for physical evaluation.